Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The reported condition is due to the air base being too high. The air-in-line printed circuit board was recalibrated and verified to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has not been previously sent into service for the reported condition of "failure code 810:11." (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 810:11. The reported condition occurred in the general patient ward, however it is unknown when the reported condition occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery.